Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited there was still ledge-like lip inside the channel. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed via information from technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, it is likely that there is still ledge-like lip inside the channel due to cause not established. The customer contacted olympus technical assistance support (tac) via email. Troubleshooting was performed as they encountered a ledge-like obstruction inside the channel that prevents the brush from passing through 100% of the time. Although the brush can occasionally be forced past the obstruction. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.